Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The visual inspection was performed and the device shows the distal tip kinked and partially detached exposing the corewire. No evidence of corewire fractured was found. All the outer diameter (ods) and guidewire overall length taken were within specifications. The guidewire overall length was 300.2cm approximately. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guide wire coating was separated. During a percutaneous transluminal angioplasty (pta) to treat stenosis in the superficial femoral artery, the physician noticed a change in the tip of the v-14¿ controlwire®. The physician removed the v-14¿ controlwire® and noticed a portion of the hydrophilic coating was partially separated, but not completely detached from the wire. No parts remained in the patient. The physician successfully completed the procedure with another of the same device. There were no patient complications and the patient's condition is ok.

Event description:
It was reported that the guide wire coating was separated. During a percutaneous transluminal angioplasty (pta) to treat stenosis in the superficial femoral artery, the physician noticed a change in the tip of the v-14¿ controlwire®. The physician removed the v-14¿ controlwire® and noticed a portion of the hydrophilic coating was partially separated, but not completely detached from the wire. No parts remained in the patient. The physician successfully completed the procedure with another of the same device. There were no patient complications and the patient's condition is ok.